Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an after battery change alarm and an external ram crc error. The customer stated they received a low reservoir alarm, so they removed the reservoir and attempted to rewind the insulin pump, and then received the after battery change alarm which they were able to clear. The customer reported being off of the insulin pump for the past 6 weeks due to a heart surgery. The customer's blood glucose level was unknown. The customer performed the self-test and it passed. The customer was advised to monitor the device and call back if problems persisted.